Event description:
It was reported that during the implant attempt, two different left ventricular leads were attempted, but could not be placed and secured. No left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. (B)(4).